Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the dwell phase on the home choice (hc). The home patient (hp) was connected at the time of the event. The hp indicated that the patient line extension was added to the patient line after the patient line was previously primed. The technical service representative (tsr) assisted the hp to cycle power to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error during a system error (se) 2240, where the home patient stated they attached the patient line extension to the patient line after the patient line was primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Section ¿prepare for therapy¿ instructs the user to connect the patient line extension to the patient line prior to priming. Section ¿prepare for therapy¿ instructs the user to make sure the patient line extension is correctly positioned in the organizer and verify that the patient line extension is placed in the left slot of the blue organizer. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.